Manufacturer narrative:
A siemens global product support specialist evaluated the immulite 1000 instrument data. The global product support specialist determined that the cause of the high ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high immulite 1000 ipth results were generated on two samples for one patient. Qc was run and the control results were within range. The high results were questioned by the physician and the samples were repeated on an alternate system (advia centaur) which yielded lower and expected results. There is no known report of treatment given or withheld based on the discordant ipth results.